Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 47 mg/dl, which was treated by drinking juice. Blood glucose level at the time of the call was 60 mg/dl and rising. Customer needed assistance with programming insulin pump and transmitter. Replacement sensor will be sent out as the sensor was expired. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The follow up report was submitted with blank in the 'date received by MFR' section. The correct date is 15-apr-2020.